Event description:
It was reported that during insertion, the physician met resistance when feeding the catheter into the sheath. A new catheter was used and fed through the existing sheath. There were no reported pt complications.